Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volbella¿ with lidocaine in the tear trough(dark circles) and 0.4 ml of [unspecified] juvéderm® voluma¿ in the cheekbones and styling at the temples. Approximately four months later, patient developed granuloma confirmed by ultrasound. Biopsy was not provided. Patient was treated with hyaluronidase, antibiotic, corticosteroids. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volbella¿ with lidocaine in the tear trough(dark circles) and 0.4 ml of [unspecified] juvéderm® voluma¿ in the cheekbones and styling at the temples. Approximately four months later, patient developed granuloma confirmed by ultrasound. Biopsy was not provided. Patient was treated with hyaluronidase, antibiotic, corticosteroids. Symptoms ongoing/unresolved.

Event description:
Healthcare professional (hcp) reported patient injected with juvéderm® volbella¿ with lidocaine in the tear trough(dark circles) and 0.4 ml of and juvéderm® voluma¿ with lidocaine in the cheekbones and styling at the temples. Approximately four months later, patient developed granuloma confirmed by ultrasound. Biopsy was not provided. Patient was treated with hyaluronidase, antibiotic, corticosteroids. Symptoms ongoing/unresolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00798 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.